Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported having an MRI and when the stimulator was taken out of MRI mode they felt a shocking sensation and had to turn it off until they could meet with the rep on the day of the report. The patient also reports needing stimulation in their back. However, they have never felt it there before, only in their legs. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue . The rep performed an impedance check which were within normal limits. Their sensor orientation was off so that could have possibly been the issue. The rep reset the patient¿s sensor and reprogrammed them. They were unable to get to their back which is what the patient has always experienced. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.